Manufacturer narrative:
Additional information : the device was manufactured between december 06, 2018 - december 07, 2018. The device was received for evaluation. A visual inspection along with magnified inspection was performed with no issues noted. The reported problem was not verified. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported plastic fibers were observed in a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.